Manufacturer narrative:
(B)(4).

Event description:
Report received from the USA stating "the device was making noise" the device was not being used in surgery. No injuries or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).